Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to poly wear. Also, the liner did not appear to have been locked into the cup completely. Update 09/15/2015 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, disassociation, sensation of popping/cracking, and metal on metal type debris. The head as noted to be articulating on the edge of the cup. There was no mention of any poly wear. A correct doi was provided. The complaint was updated on: 10/07/2015. Update: 10/08/2015 - litigation received. The head is now being reported due to general allegations of metal on metal.